Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). An extended investigation has also been performed on the returned sensor and no abnormalities observed. The battery was measured, and the results were within specification. Therefore, issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.